Event description:
As part of manufacturer's investigation, a review of available programming history was conducted. Systems diagnostic results on (B) (6)2004 indicate that high impedance results were obtained at the time of implant surgery. As no further diagnostics are available, it is unknown if this resolved following surgery. Attempts for further information have been unsuccessful to date.